Manufacturer narrative:
To date, we have not received any supporting samples or photographic evidence; therefore, we are unable to substantiate the reported complaints.

Event description:
Labor and delivery has flagged a serious issue with a gomco clamp, citing that the bell edges are excessively sharp and resulted in a patient laceration during use. This raises immediate safety concerns.